Event description:
The customer stated that she tested her blood glucose using her contour and precision meters. The contour read 299 mg/dl, while the precision read 99 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The customer did not have any test strips left. The meter is to be returned for evaluation. A replacement meter was sent to the customer.